Event description:
Device 1 of 4: reference manufacturer report: 1627487-2017-07680,1627487-2017-08226 and 1627487-2017-08233. Follow-up revealed the patient was later diagnosed with an infection at the lead site. In turn, the patient's scs system was explanted and the patient was hospitalized. The date of explant is unknown. The infection resolved over time.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2: manufacturer report: 1627487-2017-07680. It was reported the patient's lead was protruding through incision site causing discomfort. The patient was instructed to go to the ER where the dr. Confirmed the erosion. The patient was referred to surgeon for scs system to be explanted.